Manufacturer narrative:
(B)(4). Arjohuntleigh received the customer complaint related to ceiling lift device - v4, attached over the resident's bed. During the preparation to transfer of the patient, the device strap and spreader bar was reported to unwind unexpectedly and fell on the resident's sternum as a result. The resident sustained the sternal ecchymosis. No medical intervention nor hospitalization was required. When reviewing similar reportable events registered in the last five (5) years (since mar 2012 up to mar 2017) for v4 and similar ceiling lifts, we have found a very limited number of cases that may be relate to the issue investigated here: the uncommanded unwinding of the ceiling lift strap and spreader bar. We have been able to establish that compared to the amount of sold devices and in comparison to their daily use the occurrence rate observed for reportable complaints with this failure is relatively low. In the light of the information provided in the complaint, the lift strap was unwinding without any comments being given. Based on reported condition of the device, the plastic cabin entry (opening through which the strap is wind / unwind) was damaged. In the light of this information, it appears most likely that the strap got caught on the strap entry of the plastic cab while the spreader bar was being lowered, causing accumulation of strap in the ceiling lift, until the unexpected release of the strap. Based on the collected information and photographic evidence of the involved device it appears possible that the issue occurred due to user error, the maintenance activities have not been carried out at the recommended frequency by the device user. The strap entry failure is clearly visible. The following contents of the instructions for use (001.14000 rev.11) as supplied with the device, clearly states that, the caregiver is obligated before every use to perform the daily maintenance which include the inspection of ceiling lift: "inspect the lift for any damage. If the lift casing does not look properly aligned, or there are any cracks or other damage on the lift, or there are parts missing, do not use it." It needs to be emphasized that the length of the release of the lifting strap is very limited. In case of mechanical failure of the transmission of the lift during patient transfer, the automatic emergency brake would engage and will stop a strap from unwinding. Therefore the fall of the spreader bar will be automatically stopped by the safety features incorporated into the device. Please be aware that each lift should be yearly inspected by authorized service technician who is obligated to: - verify that the emergency brake on the drum is turning freely, - verify the emergency brake, - verify emergency lowering mechanism. After the event, the device was put through a function test and no deviation within emergency lowering system was observed. The possible sequence of the events presented above seems to be the most probable and to be in line with the event description as well as outcome. Our evaluation appears to point to a use error having occurred: the maintenance activities may have not been carried out at the recommended frequency by the device user. Sum up, the root cause of the complaint was found to be a use error as the received information and our evaluation as described above are showing that if the IFU instructions and safety warnings have been followed with using adequate precautions, the event would have been avoided. The device was being used at the time of the event and played a role in the reported incident. The plastic strap entry was found to worn and from that perspective, the device was not up to its specifications during the incident. We find this complaint to be reportable to the competent authorities in abundance of caution, due to the potential of serious injury while the spreader bar hit the patient's body.

Event description:
Arjohuntleigh received the customer complaint related to ceiling lift device - v4, attached over the resident's bed. During the preparation to transfer of the patient, the device strap and spreader bar was reported to unwind unexpectedly and fell on the resident's sternum as a result. The resident sustained the sternal ecchymosis. No medical intervention nor hospitalization was required.